Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the batteries are not holding a charge on the centrifugal unit. Since the event occurred during preventative maintenance, there was no patient involvement.